Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: the complainant reported that during 100% visual inspection, a particle was observed in one (1) bag. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) pab mixing container was received for evaluation. The add port had been accessed and the set port was intact. Through visual observation, particle was observed. The particle was on the inside of the bag and would have been in contact with the solution. An optical image of the particle was obtained, and its length measured. Then, the particle was placed in the fourier transform infrared spectroscope (ftir) for analysis. The results are show below. Pab bag particle 1: measured 561 um and was identified as acrylonitrile-butadiene-styrene (abs). A review of our non-conformance system database found no related or similar discrepancies during the production of the batch. The batch record was also reviewed, and the batch met and passed all release criteria and tests. Additionally, twenty (20) reserve samples were inspected, and no particulate matter (pm) was found. Per the lab results, the acrylonitrile-butadiene-styrene (abs) was unable to be found on any b. Braun materials used in the manufacturing process nor in the listing of manufacturing processing supplies. Therefore, based on the investigation results, the pm could potentially be from compounding materials or external exposure by a 3rd party. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.